Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that stent imprints are visible on the balloon surface indicating that the stent was initially crimped centred on the balloon. The balloon is slightly unfolded but shows no signs of inflation. The stent was not returned. The angiographic material was reviewed but the complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent was chosen to treat a long severely calcified lesion (92 percent stenosis degree, 34mm lesion length) in the severely tortuous rca. The lesion could not be crossed with the device. During withdrawal the stent dislodged from the delivery system. An attempt to retrieve the stent was unsuccessful.